Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that one ec45a device was returned with no visual non-conformances and with a reload pan lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy procedure, the device was placed on tissue, the surgeon went to fire and it would not fire. A new device was used to complete the procedure. There was no patient impact.